Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported deformation due to compressive stress appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in a lesion with heavy calcification and moderate tortuosity in the left anterior descending artery. A 2.80 x16mm graftmaster rx covered stent was attempted to be advanced; however, although no resistance was noted during advancement, the shaft became kinked/bent and was removed from the patient's anatomy. Another graftmaster was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.